Event description:
The customer reported via phone call that she had high blood glucose and a skin irritation issue. Customer's blood glucose was between 300-400 mg/dl all week. Customer's current blood glucose was 363 mg/dl. Customer has an infection at insertion sites and was not receiving insulin. Customer stated that the site was red, infected, a little swollen, and there were red spots on her belly. Customer noted that she was low on syringes. Customer was advised to remove the set in use. Customer confirmed that she has a back-up plan of syringes. Customer was advised to contact a doctor to report the infection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.